Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly with the first and second prostyle device, a cuff miss occurred as the suture was not present when the plunger was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, returned device analysis found that there was a posterior foot break and the foot was not returned. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss, foot separation and unexpected medical intervention appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue. The deflected needle likely struck the foot plate separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.